Event description:
Consumer reported complaint for inaccurate dispense of the trueplus pen needles. Customer stated that the pen needles would sometimes dispense the insulin and other times would not. Per the customer the package was not open or damaged when received. The customer has been using the product for 1-2 weeks. The customer is using compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 21-may-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.